Manufacturer narrative:
The patient had previous and subsequent admissions for elevated ldh (reference MFR. Report #¿s 2916596-2014-02156 and 2916596-2015-00397). The pump remained in use supporting the patient until the patient¿s pump was exchanged on (B)(6) 2015. (Reference MFR. Report # 2916596-2015-00397. The pump was returned and evaluated under that report.) Although the evaluation in april 2015 of the returned pump confirmed pump thrombus, the thrombus could not be conclusively correlated to the reports of increased ldh in (B)(6) 2014 and (B)(6) 2014. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2014 for an elevated lactate dehydrogenase (ldh) level of 875 u/l. The patient was discharged on (B)(6) 2014 after being on intravenous heparin and ldh levels that had dropped to 498 u/l. The patient was then readmitted on (B)(6) 2014 for an elevated ldh of 636 u/l and subtherapeutic international normalized ratio (inr) of 1.7. The patient was started on intravenous heparin again and was listed as a status 1a for transplant. As of (B)(6) 2014, the patient's ldh levels dropped back to 525 u/l.

Manufacturer narrative:
Approximate age of device: 36 days. The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.